Event description:
It was reported that the ventilator had no flow output during bench testing. A note that was sent with the ventilator stated "there was little or no vte". The ventilator was not connected to a pt when the reported problem occurred.